Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer had no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.